Event description:
It was reported that the patient's ventilator was brought to the hospital to be used by the patient. During testing, the hospital staff found that the ventilator would not deliver a breath with an audible alarm. They were unable to place the ventilator on the patient. The patient was placed on another ventilator with no patient harm reported.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. When the ventilator was powered on, there was a disc/sense alarm with no flow. Internal inspection revealed that the turbine was seized due to apparent water contamination and corrosion. The turbine was replaced to correct the reported problem.